Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. Philip's field service engineer (fse) performed troubleshooting but was unable to confirm the reported issue. The fse performed short self testing (sst) and extended self testing (est) and the device passed. The device also passed performance verification testing.

Event description:
It was reported that the unit would not power on and logged an error 4021 (exhalation motor error). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 12dec2018.